Manufacturer narrative:
A replacement power supply was sent to the customer. The customer did not respond to multiple attempts to follow up to get additional information. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that the power supply for her pump in style breast pump no longer powers the pump, but the pump does work with a battery pack. She stated that she has mastitis for which she was prescribed an antibiotic.